Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection of the sample observed multiple holes at the tubing. The reported condition was verified. The cause of the condition was determined to be the variations during packaging process. The set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machine blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had multiple holes. This was noticed when the tubing came out of a brand new sealed package before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h10: related report numbers. Should additional relevant information become available, a supplemental report will be submitted.